Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed a visual inspection using (B)(4) appendix f and found fluid, mentioned by customer is the silicone applied during manufacturing, found reservoir with proper fluid, during test. Also performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Evaluated 2 open/used reservoirs. Performed a visual inspection using (B)(4) appendix f and found fluid, mentioned by customer is the silicone applied during manufacturing ; found reservoirs with proper fluid, during test. Also performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. (B)(4).